Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was a settings not available message. The patient reported that his ins wasn¿t working because he wasn¿t able to adjust the stimulation. The patient reported that he was getting settings not available when he was increasing stimulation. The patient reported that he wasn¿t able to adjust the setting on any channel and none of the channels were working. The patient confirmed the controller battery level was 80% and the ins was 50%. Additional information was received from the patient on 2019-10-25. The patient reported that there were no circumstances that led to the settings not available message and inability to increase stimulation, it just quit on its own. It wouldn¿t increase or decrease stimulation period. The patient reported that he met with a manufacturer¿s representative (rep) at the doctor¿s office and reprogrammed the remote. It worked well now and the issue was resolved. Additional information was received from the patient via a rep on 2020-04-01. The rep reported that there was a lack of stimulation due to electrode increasing number of electrode with impedance issues. The rep reported that there was reprogrammings done on (B)(6) 2019, (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020. The rep was first contacted by the patient in october when he said he was getting an error message on his controller. The rep brought him into the office and noticed that 2 of the electrodes had a reading of 40,000. The rep adjus ted his programming and we were able to maintain coverage of the patient¿s primary pain pattern. However, the issue resurfaced in january with an additional electrode out and again in february and april. The rep had adjusted programming each time, but now they had gotten to the point were the patient wasn¿t receiving satisfactory coverage. The rep reported that per a session report, it appeared the only viable electrodes were 11 and 14. The rep reported that the patient was to the point where he wanted to get the issue fixed and had inquired about the possibility of a lead revision surgery. The patient has and appointment on (B)(6) 2020 to discuss the issue further. No further complications were reported.

Event description:
Additional information was received from the rep. It was reported that the patient was referred to a neurosurgeon for lead replacement however a date was not yet confirmed. Rep had no further information.